Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Customer¿s blood glucose level was 88-89 mg/dl. Cable was replaced to address the issue.